Manufacturer narrative:
Sections with additional information as of 26-jul-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: customer had contacted manufacturer on 04-jun-2021 to confirm he had received the replacement products - customer stated that the replacement products had resolved the initial concern.

Event description:
Consumer reported complaint for hi blood blood glucose test results and error messages (e-2 and e-6). The customer¿s expected am fasting blood glucose test result range is 150-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer had not been using the proper testing technique. During the call, a blood test was performed by the customer non-fasting and produced test result of 216 mg/dl using true metrix air meter; customer was satisfied with the blood glucose test result obtained. Customer did state the product had been stored for a few days in the bathroom; the product had also been stored in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2022 and test strips had been opened one week prior to call. The meter memory was not reviewed for previous test result history.